Manufacturer narrative:
No product was returned for eval. We are unable to confirm any product malfunction or defect that would have caused or contributed to the customer's high bgs. A dislodged or bent cannula, as reported, would restrict insulin delivery and may lead to hyperglycemia. However, we cannot make this conclusion as no product was returned for eval. The omnipod's user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing that the cannula appears different early on allos the user to take the appropriate action and reduces the duration of elevated blood glucose levels. Product lot qualification records were not reviewed since no lot number was provided.

Event description:
A customer called inquiring about how to deactivate a pod. She stated "the cannula [appeared] bent" with the past 3 pods. The last pod resulted in her bgs "skyrocketing." She also stated the cannula "looked like it did not go in all the way." As a result of these pod issues she is in the hospital. No further info was provided since the customer was "not feeling well enough to talk and the nurse had come in as well." No product was returned for eval.